Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 49cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An extraction aid was found in the lead body. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed that the insulation was found damaged due to wear from 4cm to 7cm proximal to the lead tip, which is assumed to be the root cause of the reported loss of capture and low impedance. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as a deformed lead body 48cm proximal to the lead tip and cuts into the insulation 35cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to loss of capture and low impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.